Manufacturer narrative:
Device initially reported as concomitant product however new information was received on (B)(6) 2019 stating this incident was related to the device; therefore now becoming reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Marked hemoptysis during bronchoscopy. Hemostasis attained following injection of 4 ml of epinephrine.